Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported their AED will not speak. The customer did not report this occurring during patient use.